Manufacturer narrative:
Evaluation summary: the reported nail was not returned to stryker (B)(4); according to information received the nail was disposed by the hospital. A physical examination could not be carried out as the device was not returned to stryker (B)(4). Moreover, a review of the device history records could not be carried out as the lot code of the reported nail is unknown. Thus, reasonable examination was impossible. Nevertheless, the root cause of the reported event was already stated in the event description of the associated case (pi # (B)(4)): ¿¿ patient¿s bone has not fused.¿ this is supported by both x-rays (recon nail, undated, and unknown gamma3 nail long, dated (B)(6) 2013) on which the nail breakages were confirmed and which suggest the fracture site being a non-union. Thus, the nail breakage is not linked to a deficiency of the device reported, but is rather related to a non-union of the fracture site after an implantation period of 12 months. No non-conformity was identified.

Event description:
The customer reports a difficult fracture, transverse subtrochanteric fracture of the femur. Initial fracture was in (B)(6) 2011, treated with a recon nail, which is reported as having failed after 12 months. The customer reports that this was revised with the gamma 3 nail in (B)(6) 2012, which is also reported as having failed and is the subject of (B)(4).

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
The customer reports a difficult fracture, transverse subtrochanteric fracture of the femur. Initial fracture was in (B)(6) 2011, treated with a recon nail, which is reported as having failed after 12 months. The customer reports that this was revised with the gamma 3 nail in (B)(6) 2012, which is also reported as having failed and is the subject of per (B)(4).